Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to not having a blood glucose (bg) meter available and not receiving readings on the non-tandem continuous glucose monitoring system, the customer experienced a low blood glucose (bg) of 49 mg/dl. Reportedly, the customer inadvertently delivered too much insulin when trying to deliver a correction bolus. Glucose was consumed to treat low bg.